Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.8 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the doctor was alleging a volume discrepancy where the actual residual volume was greater than the expected residual volume, but the actual volumes were not known. The date of the discrepancy was not known. The hcp decided to replace the pump with no diagnostic testing. It was planned to be replaced on (B)(6) 2018. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2018. It was reported that the first volume discrepancy was noted on (B)(6) 2017, where the arv was 15 ml and the erv was 5.4 ml. Another instance of volume discrepancy was noted on (B)(6) 2018 where the arv was 12 ml and the erv was 5.1 ml. The cause of the discrepancies was unknown. The hcp's response to whether the event was resolved was "I guess - replaced a 2 yr old pump." The patient's weight was asked but unknown. No further complications were noted.

Manufacturer narrative:
Product ID: 8780, serial #: (B)(4), analysis has not been completed yet. A follow up report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a device manufacturer representative on 2018-apr-05. It was reported that the catheter connector was broken and leaking. There was no injury associated with the event, and the patient recovered without sequela. A dye study had been performed but the results were not reported. A gradual loss of therapy was noted. No further complications were noted.